Event description:
It was reported the bronchovideoscope had an image problem. The issue was found during receipt inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5:, d5:, d10: (concomitant device should be removed) e1:, e2:, e3:, g2: (health professional, user facility should be unmarked) and g3: (new aware date should be 19 jun 2024). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that bending section cover had leakage, during user handling. Allowing water to invade the device. It caused abnormality in the electronic components. Leading to the suggested event. However, the definitive root cause of the reported issue could not be determined. Important information- please read before use. Precautions: caution, turn the video system center on only, when the endoscope connector is connected to the light source. In particular, confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so, can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning, follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.8: inspection of the endoscopic system: inspection of the endoscopic image: confirm, that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3: ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2: ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4: ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately. And withdraw the endoscope from the patient as described section 5.3: ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device inspection. The bronchovideoscope image turned black, when the light guide tube was shaken. There were no reports of patient involvement.